Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device did not function. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.